Event description:
Additional information was received from the patient. They reported that surgery is being scheduled for september. The leads are displaced due to a severe fall which caused them to break several bones. The cause of the device not working was due to the fall. To resolve this issue, surgery is schedule for september. This issue is not yet resolved. The fall's effect on the implant was that the leads are now out of place.

Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# va25a3x implanted: (B)(6) 2020 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 3889-28 lot#(B)(6), serial# implanted: (B)(6) 2020,explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(6), ubd: 23-jan-2024, UDI#:(B)(4).medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. The reason for call was the patient reported that they had a bad fall on (B)(6) 2023  since the fall, the device hadn't been working and that they'd been wet all night long. The patient stated they had to turn up the stimulation beyond 2.0 v as a result to even have some kind of therapy relief which was why they knew something was wrong because prior to the fall, they had been able to have effective therapy with much lower settings. The patient stated hcp would adjust "the controls" when the device wasn't doing what it was supposed to be doing (did not ask further questions about this comment as was focused on the reason for call) and it was hcp who the patient saw after the fall and who ordered an x-ray. The x-ray was how they determined that the lead was out of place. The patient stated that as a result, they were referred to a new healthcare provider at an all-women's healthcare clinic to have a revision and the patient wanted to know if they would just replace the lead or if they should also replace the battery at that time since they were already two and a half years into the probable life of the battery and they didn't want to have an additional surgery a few years down the line when it was time to replace the battery. Reviewed battery longevity with the patient but stressed a fall could have further impacted the battery life of the implant and redirected the patient to discuss their questions with the hcp. The patient stated their other option was that they didn't do anything, but they stated then they'd not be using the therapy and they'd be wearing diapers 24 hours a day. The patient was going to follow up with their hcp to discuss next steps. The patient stated they'd had such a rough last year and a half. [See omitted related event previously reported in 703968881 about broken/loose lead, replaced]

Event description:
Additional information was received from the patient. They reported that they have contacted their doctor about this issue. By device not working they were referring to "I took a bad fall and broke several bones. The leads were now out of place." The cause was noted to be due to the fall and the steps taken were noted to be "replacing leads and device battery." Surgery was noted to have been scheduled for (B)(6) 2023.

Manufacturer narrative:
Continuation of d10: product ID 3889-28, lot# va25a3x , implanted: (B)(6) 2020, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.